Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a disconnected interconnect board cable. As a result, left plunger case, plunger rod seal and the battery were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The pump did not turn on, even when plugged in; it remained completely unresponsive. . During physical inspection, it was found that there was a check clutch error. There was no patient involvement, no patient injury was reported.